Event description:
It was reported to boston scientific corp that a polaris (tm) ultra ureteral stent was used during a ureteral stone procedure performed in 2009. According to the complainant, upon stent removal,the proximal end of the stent was caught near the iliac vessels. The proximal end of the stent appeared to have curled back on itself causing it to kink. The pt was sent to surgery for general anesthesia where the stent was removed surgically with no injury to the pt. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. It was noted by the complaint investigator that there is no enough info per the event description or from similar complaint investigations to provide a most probable root cause. Therefore, a most probable root cause is undeterminable.